Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. A revision procedure was performed and the lead was explanted. No further adverse patient effects were reported.